Manufacturer narrative:
On 06/22/2015 customer medwatch (identification number) reports additional information. The reported device is not an integra device. "A lightmat surgical illuminator by lumitex md ( ref# ua2550 lot# 1026591) was being used during a bilateral mastectomy procedure. The illuminator was connected to a gyrus acmi c93 4mm fiber optic light cable which was connected to an integra luxtec 300 mlx xenon light source. The surgeon noted during the first part of the procedure that the illuminator light was dim. It was then noted that the skin over the sternum has been burned. The metal connection between the light cable and the illuminator appeared to have come in contact with the skin in the area of the sternum. The burn covered an estimated 4 x3 cm area that appeared to be mostly superficial and partial thickness an estimated 2x1 cm portion of the burn injury appeared to be a full thickness burn. There were also a couple of very small burns on the left upper chest wall.

Manufacturer narrative:
Method: failure analysis, device evaluation history. Results, failure analysis - unable to complete failure analysis as the product has not been returned for investigation. Device eval history: nonconforming product report / nonconforming material report history. There is no applicable nonconforming product report / nonconforming material. Report history: variance authorization / deviation history: none. Engineering change order/manufacturing change order history. There is no applicable engineering change order/manufacturing change order history. Corrective action preventive - action history: there is no applicable corrective action preventive action history. Health hazard evaluation history: there is no applicable health hazard evaluation history. Repair history: na. Conclusion: unable to complete root cause analysis as the product has not been returned for investigation.

Event description:
Pt received burns during a bilateral prophylactic areola sparing mastectomy and placement tissue expander surgery. As a result of these burns, pt has undergone skin grafts and other medical care and treatment. The burns have resulted in significant scarring.

Manufacturer narrative:
To date the device involved in the reported incident has not been received for evaluation. An investigation has been initiated based on the reported info.